Event description:
It was reported that a cartridge alarm occurred during insulin delivery with. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.